Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient revised due to infection. There was no surgical delay. Doi: (B)(6) 2022; dor: (B)(6) 2022; affected side: left hip.